Event description:
Info was received that reported a pt was hospitalized in (B)(6) of 2010 due to an incident of hyperglycemia. The pt was brought to the hospital with a blood glucose of 26mmol/l. She was removed from the device and treated with insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.